Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 149 mg/dl. The motor error had occurred several times within thirty days. The customer does not use thr sensor feature. The customer was advised to remove the battery to prevent continuous alarming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all of the functional testing. However, the insulin pump had bleeding display glass. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.